Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 12.1, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Per the reporter, 'removed initial lens and implanted 12.6 size and patient doing very well with improved vault."